Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and five months later, the patient with clinical history of filter removed last year, evaluate for missing piece, a computed tomography (CT) abdomen without contrast was performed and it revealed possible small metallic pieces from the filter was seen, one may be a strut measuring 19mm in size and the other may be just a small fragment measuring 3mm in size to the right and anterior of the lumbar spine. Therefore, the investigation is confirmed for alleged filter limb detachment. However, the investigation is inconclusive for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with multi-trauma. At some time post filter deployment, it was alleged that the filter struts perforated and detached. The device has been removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with multi-trauma. At some time post filter deployment, it was alleged that the filter struts perforated and detached. The device has been removed percutaneously. The current status of the patient is unknown.